Event description:
Patient undergoing bronchoscopy and while removing tape from around the 9mm ett, tube separation discovered. Pt was extubated and reintubated with 7.5mm ett without incident and bronchoscopy was continued.